Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / constant pain') in an adult female patient who had essure (batch no. C59251) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included uterine bleeding, pain pelvic and metrorrhagia. Concurrent conditions included nausea, discolouration urine, general body pain, low back pain, parity 2, abdominal pain and vaginal pain. Concomitant products included clarithromycin (macrobid) and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - laparoscopic-assisted vaginal hysterectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right tube had 3 coils showing. Left tube had 3 coils showing. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / constant pain') in an adult female patient who had essure (batch no. C59251) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included uterine bleeding, pain pelvic and metrorrhagia. Concurrent conditions included nausea, discolouration urine, general body pain, low back pain, parity 2, abdominal pain and vaginal pain. Concomitant products included clarithromycin (macrobid) and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right tube had 3 coils showing. Left tube had 3 coils showing. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 1-aug-2019: plaintiff fact sheet and medical records received. Lot number added. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain, lower abdominal pain, did not undergo confirmation test. Reporter information, medical history, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.